Manufacturer narrative:
Patient had off-label bi-lateral bellafill dermal filler injections in the cheeks in 2018. On (B)(6) 2024, account relays that patient went to the ER due to swelling in the cheeks where they gave her oral antibiotics and steroids, and an injection of steroids. Patient also has nodules (possibly granuloma) and hyperpigmentation in the same area. Current status is unknown. B3: date of event: 07/01/2024 - account stated "july 2024". The exact date is unknown. D8 and d9: bellafill dermal filler syringes are single use devices and are meant to be discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit.". H6- type of investigation, results, and conclusions: - review of the bellafill lot found no issues in manufacturing review. The lot has since expired (18-month shelf-life); therefore, no retained samples were available for review. No response to requests for additional information/updates. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.

Event description:
Patient had off-label bi-lateral bellafill dermal filler injections in the cheeks in 2018. On (B)(6) 2024, account relays that patient went to the ER due to swelling in the cheeks, where they gave her oral antibiotics and steroids, an injection of steroids. Patient also has nodules (possibly granuloma) and hyperpigmentation in the same area. Current status is unknown.